Event description:
Batch documentation reviewed . No deviation found. The user experiences the axor detaching from abutment during use. During inspection, the jaws were found to be worn causing the attachment issues. During service, the jaws were replaced to reduce unwanted detaching during use.